Event description:
Information received by medtronic indicated that the customer received a critical pump error. Troubleshooting was performed, explained the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or has malfunctioned. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No critical pump error (open book image) alarm¿noted during boot up. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. However, the pump had a high sleep current measurement. No unexpected critical pump error (open book image) alarm and e/a alarm noted during the testing. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 file. There was no evidence of the critical pump error (open book image) alarm and no critical errors were found in the history/traces/comlink3 data. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:04:02.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 09:58:05.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 20:46:29.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:05:46.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 09:54:54.000 the pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. A high sleep current measurement (unexpected battery power loss) was confirmed due to corrosion on the pcba 1 and pcba 2. Please see below for pump errors/alarms noted 2 days prior to the event date 25-aug-2023 in the formatted history file. Pump error 53 alarm (file number: 2005 line number: 5632) was recorded and found in the formatted history file on: (B)(6) 2023 09:56:02.000 pump error 53 alarm (file number: 2005 line number: 5632) was confirmed due to software error. Pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2023 20:46:35.000 pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2023 20:47:56.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:04:18.000 pump error 37 alarm was recorded and found in the formatted history file on: (B)(6) 2023 20:40:00.000 pump error 24 alarm was recorded and found in the formatted history file on: (B)(6) 2023 09:40:00.000 pump error 29 alarm was recorded and found in the formatted history file on: (B)(6) 2023 09:59:27.000 pump error 3 alarm was recorded and found in the formatted history file on: (B)(6) 2023 09:54:35.000 pump error 68 alarm, pump error 49 alarm, pump error 23 alarm, pump error 37 alarm, pump error 24 alarm, pump error 29 alarm and pump error 3 alarm were confirmed, suspected on hw. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label fading. Critical pump error (open book image) alarm was not confirmed. However, a high sleep current measurement (unexpected battery power loss), pump error 68 alarm, pump error 49 alarm, pump error 23 alarm, pump error 37 alarm, pump error 24 alarm, pump error 29 alarm and pump error 3 alarm were confirmed due to corrosion on the pcba 1 and pcba 2. Also, pump error 53 alarm (file number: 2005 line number: 5632) was confirmed due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.